Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer did not troubleshoot for high blood glucose reading. Customer stated they had to replace battery every 30 minutes and battery cap was damage. Insulin pump will not be returning for analysis.